Event description:
The patient reported that they were unable to charge their implantable neurostimulator (ins) and they were seeing a reposition antenna screen on their recharger. The recharger would not communicate with the ins. They had been trying to recharge the ins for about a week prior to the report. They had stimulation until a couple of days prior to the report. Repositioning the antenna did not resolve the issues and they were not able to get other external devices to communicate with the ins. It was noted that the cord of the recharger antenna was chewed up. It looked like their dog had chewed the antenna and possibly part of the recharger. It was also reported that their recharger belt was damaged. The patient was sent a replacement recharger belt. Additional information received from the patient reported the replacement antenna did not resolve the inability to charge and consequent loss of stimulation. The patient needed help and wanted a manufacturer representative to attend the next appointment at the doctor's office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.